Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving lost sensor and weak signal alerts. He stated that he has the insulin pump on the same side of the body as the sensor. He confirmed that the transmitter ID programmed in the insulin pump is the correct one. Customer was advised that this alarm may be due to sensor pulling out of the skin. The blood glucose reading was 130 mg/dl. Nothing further was reported.